Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; overlay found out of electrical specification. Concomitant medical products : product ID: 229047 analyzer. (B)(4)

Event description:
It was reported that the programmer screen had a dead spot with the use of the touch pen, and the screen was marked. The caps lock and shift area were noted. There was no patient involvement.